Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the power PICC 4fr catheter presents a leak between the junction of the catheter and the cone at the time of permeabilization with ssn it begins to leak, thus causing the successful placement of another device. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the power PICC 4fr catheter presents a leak between the junction of the catheter and the cone at the time of permeabilization with ssn it begins to leak, thus causing the successful placement of another device. No other information provided. Information received on 19aug2023: there is a mini hole in the catheter connection next to the butterfly. No damage to the packaging of the device noted. No harm was caused to the patient, the device was changed using guide.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr dl powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the distal end of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported the power PICC 4fr catheter presents a leak between the junction of the catheter and the cone at the time of permeabilization with ssn it begins to leak, thus causing the successful placement of another device. No other information provided. Additional information received: it was reported that there is a mini hole in the catheter connection next to the butterfly. No damage was noted to the packaging of this device and no harm to the patient was reported.